Event description:
The customer reported that the 840 ventilator was shutting down intermittently. There was no pt involvement. The customer reported to have replaced the power switch. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).